Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. At time of incident and current blood glucose 320 mg/dl. The customer had symptoms such as vomiting. The customer allege pump was under delivering because they were not getting enough because something was not right not eating and still having high blood glucose. The customer treated with manual injection and insulin pump. It was reported that they performed displacement test and was passed. The customer was advised that the pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will not be returned for analysis.